Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-48449.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, she changed the set and the alarm is recurring. Blood glucose value was 140 mg/dl. The customer had changed the infusion set and reservoir 3 times. The customer has not tried different cannula lengths but she does rotate sites. The insulin is not expired, the insulin vials are new. The tubing is not bent or kinked. Customer stated she has tried all remedies. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.